Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device analysis arcing was noted on the can. Trace amounts of lead insulation material were found in the arc indicating that compromised right ventricular lead was still implanted. Lead revision was discussed. No further information was reported.